Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device displayed an error message of high voltage current misinterpreted as high current drain. The device was reprogrammed to resolve the event and the patient was stable.